Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the pacemaker (pm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. The pulse generator exhibited premature battery depletion. Further information was requested, but not yet available. There were no patient consequences and the patient would continue to be monitored.